Manufacturer narrative:
Title: nonintubated uniportal video-assisted thoracoscopic surgery for intrathoracic diseases: initial results in vietnam source: innovations 2021, vol. 16(1) 63¿67. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a prospective study evaluated the results of 17 patients with intrathoracic diseases who underwent nonintubated uniportal video-assisted thoractoscopic surgery from february 2019 to july 2019. The ligasure or a non-medtronic device was used for mediastinal tumors and dissection of lymph nodes in the mediastinum. There was 1 case of prolonged air leakage after the operation of mediastinal cysts. There was no need to reoperate to treat air leakage though treatment was not reported. It is not specified if ligasure was used in this case. A medtronic stapler was listed in the article but was not used in the mediastinum and would not be related to this adverse event.